Event description:
Pt had had the left subclavian IV system for a year and had developed thrombosis of the left subclavian vein with large swelling of the left arm. The physician removed the left subclavian IV system and replaced it with a right subclavian catheter.